Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt had a system infection in may. The infection was cleaned out by the hcp and the pt recovered. The pt was requesting reprogramming following recovery from the infection. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.